Event description:
A medical billing employee reported that a surgeon performed a revision on a glaucoma shunt due to "failed filtration". The employee was not sure if the surgeon replaced the shunt or performed a revision and replaced the same shunt. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts have been made to obtain additional info on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).